Event description:
It was reported that a screw had broken 3-4 months after primary surgery and revision surgery was needed to correct it. The screw was in s1. The customer reported that the patient presented with a squeak noise.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the beach marks found on the fractured surface are consistent with fatigue fractures. As the patient was described as mobile and did not fuse, it is likely fatigue from excess movement not recommended post-surgery over the 3-4 months of implantation led to the device failure. As the IFU states that implanted devices may fatigue as they are not meant to indefinitely withstand the normal loads of bone and are only meant to aid in support during fusion of the vertebrae and if the patient is involved in an occupation or activity which applies inordinate stress upon the implant the surgeon must advice the patient that resultant forces can cause failure of the device conclusion: the most likely failure is fatigue on the implant from patient activity and non-fusion.

Event description:
It was reported that a screw had broken 3-4 months after primary surgery and revision surgery was needed to correct it. The screw was in s1. The customer reported that the patient presented with a squeak noise.